Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device connection issue and/or removal difficulty was likely attributed to over torquing of the set screw; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the explant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) there was difficulty with turning the setscrew to remove the device. The setscrew was eventually able to be turned after some effort using the wrench, there was no need to destroy the header or using drilling tools. No adverse patient effects were reported.